Event description:
It was reported that the ilet user experienced two unexplained high blood glucose readings, and review of device reports with the user identified missed meal announcements as the contributing usage issue. Symptoms included hyperglycemia peaking at 312 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. A separate report will be submitted for the second hyperglycemic event mentioned.